Event description:
The site's sterile processing coordinator reported a spine clamp is stripped. No patient present or involved in this event.

Manufacturer narrative:
Suspect clamp returned for evaluation: as reported, the adjustment screw threads are stripped in the middle of the travel. Also, the retainer ring is stretched at the end of the adjustment screw allowing movement of the clamp face. A replacement clamp was sent to the site for issue resolution.